Event description:
It was reported that there was no communication with the camera head. The event has occurred during set up. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test, no image/communication and faulty cable. . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed leak test due to crack on the connector and no image/communication due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.